Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced because the system was upgraded to biventricular pacing. An event was created due to analysis results.